Manufacturer narrative:
No unexpected insulin pump error alarms noted during testing. The motor was tested outside of the device and passed. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unexpected hardware low levels alarmed during self-test due to poor solder joints on connector. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and missing end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 130 during rewind. Insulin pump was not exposed to magnetic field. Customer's blood glucose was unknown. Insulin pump would be replaced.